Manufacturer narrative:
The insulin pump had constant alarms during rewind due to motor encoder signal out of phase. No motor error alarm noted. We were unable to perform the displacement test or verify alarm in the alarm history screen due to alarms. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the an the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer was at a camp with high magnetic fields. The drive support cap is recessed. Blood glucose value is unknown customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.